Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tines were burned and the shape of the tines had changed. The patient was prepared under ultrasound and intravenous sedation for a radiofrequency ablation (rfa) procedure. The patient had two lesions; a 1.7cm subcapsular hypoechoic lesion at hepatic segment ivb and a 1.3cm hypoechoic lesion at hepatic segment iii. A rf3000 generator was used with a 4.0 leveen and a 3.5/15/15 leveen¿ standard which were navigated into the lesion in segment ivb. Ablations were performed in two positions (one for each electrode) with full expansion. The total ablation time was 57:55 minutes. However, after they finished the ablation and removed the 3.5mm needle from the patient, they found that the tines were burned and the shape of the tines had changed. The procedure was completed with another 3.5 leveen for ablation in the segment iii lesion. Ablation was done in one position with full expansion. No patient complications were reported and the patient status is stable. The patient will return for follow up.

Manufacturer narrative:
A visual examination of the returned complaint device revealed residues on the device indicate use and handling. An examination of the electrode found the array to be fully retracted. No visible damages were found to cannula or handle. A functional examination was performed by extending and retracting the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the tines were burned and the shape of the tines had changed. The patient was prepared under ultrasound and intravenous sedation for a radiofrequency ablation (rfa) procedure. The patient had two lesions; a 1.7cm subcapsular hypoechoic lesion at hepatic segment ivb and a 1.3cm hypoechoic lesion at hepatic segment iii. A rf3000 generator was used with a 4.0 leveen and a 3.5/15/15 leveen standard which were navigated into the lesion in segment ivb. Ablations were performed in two positions (one for each electrode) with full expansion. The total ablation time was 57:55 minutes. However, after they finished the ablation and removed the 3.5mm needle from the patient, they found that the tines were burned and the shape of the tines had changed. The procedure was completed with another 3.5 leveen for ablation in the segment iii lesion. Ablation was done in one position with full expansion. No patient complications were reported and the patient status is stable. The patient will return for follow up.